Event description:
A pt underwent a coronary catheterization in 2008. The catheterization was performed through a 5 french long procedural sheath placed in the common femoral artery. At the end of the catheterization procedure, as is standard for this hosp, the groin area was re-prepped with betadine and new drapes were placed around the access sheath. Per the mynx vascular closure device instructions for use (IFU), the 5 french procedural sheath was exchanged out for a 6 french procedural sheath and mynx was used to achieve hemostasis at the arterial access site. The mynx device was reportedly prepped and deployed per the IFU by a trained mynx operator. Immediate hemostasis was successful and the pt later ambulated and was discharged per hosp standard of care. The pt returned about few days later (less than 7 days post procedure), with complaints of pain and tenderness at the access site. Purulent drainage was observed from the access site which, per hosp protocol, is customary to treat with IV antibiotics. The local drainage cultured positive as pseudomonas species. The blood culture was negative for infection however, the pt's white blood cell count was elevated. The pt was discharged on 08/08/08 with resolved symptoms and continued oral antibiotic treatment. At the time of this report, the symptoms have resolved without further clinical sequelae.

Manufacturer narrative:
The device was not returned for eval. Based on the info provided, the root cause of the reported infection is unk. There is no evidence to suggest that the mynx device did not meet spec or perform as intended per IFU. The mynx is terminally sterilized and subjected to lal (limulus amebocyte lysate) testing to ensure the prod meets sterilization and bacterial endotoxin requirements, prior to each lot being released for commercial use. This organism (pseudomonas) is often found in hospitals, making hospitalized pts a high-risk population for this type of event.